Event description:
Reference number (B)(4). Event occurred in united kingdom. It was reported that the patient faced an infusion set tubing detached event on 21-jun-2025 at connector. Infusion set was used for 23 hours. Blood glucose level was displayed high at the time of the event. Therefore, patient took correction injection via multiple daily injection for the treatment. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
According to additional information received the lot number is being captured invalid as the part description associated with the lot number does not correspond to the part description given in the complaint, so this MDR is being submitted for the lot number change to unknown. Additional information - this MDR is being submitted to include the below: d4: lot number. H11: investigation summary.